Event description:
Boston scientific received information that this right atrial lead dislodged sometime after implant, but before the pre-discharge check. The physician successfully repositioned the lead and it remained implanted. It was reported that this patient expired recently and the lead was returned for analysis on (B)(6) 2015. The date of death is unknown. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected at 6 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. It is reasonable to assume that the lead was dissected in the course of the explantation procedure. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present dissection, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. In summary, the lead was found dissected upon receipt, which occurred most likely during the explantation procedure. The analysis of the available lead fragment did not reveal any indication of a material or manufacturing problem.